Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump was returned to animas. On (B)(6) 2011 evaluation revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump download history revealed multiple loss of prime alarms associated with zero force. The pump was rewound, loaded, primed, and exercised with no alarms occurring.